Manufacturer narrative:
Reported event was confirmed by review of medical records. The operative notes were received and reviewed. During the surgery it was notified that patient had obvious infection of femoral and patellar components and components found to be well aligned. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was also reported in the medical records that the patient showed signs of osteolysis under the femoral and patellar components.

Manufacturer narrative:
Concomitant medical products: nexgen lps-flex femoral component precoat (00-5960-018-52, lot 62217448). Nexgen fluted stem tibial component (00-5996-058-01, lot 62390852). Insall/burstein ii modular knee system patellar component (00-5220-019- 00, 62236653). Palacos r radiopaque bone cement (00-1112-140-01, 76584339 x 2). This report is number 2 of 3 mdrs filed for the same patient (reference 0001822565-2017-01223 and 0002648920-2017-00086).

Event description:
It was reported that a patient underwent a total knee arthroplasty revision due to infection. The articular surface was implanted less than one year prior to infection.